Manufacturer narrative:
The date of patient death is unknown. The device was returned for evaluation. Console logs from the reported day of event are consistent with complaint and show large number of error messages related to invalid placement signal samples due to low snr, followed by a ¿placement signal not reliable¿ alarm. Device analysis: it¿s been determined that battery 2 was defective due to cell imbalance that caused the battery to shut down. The battery failure was unrelated to any optical placement signal issues. Inspection of the console revealed large amount of contamination on the optical fiber of pump connector, which could not be cleaned, and resulted in an air gap between fibers, causing low snr and placement signal issues. After the optical pump connector (aka blue receptacle) was replaced, the console¿s 5s parameters were within specification. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with post cardiotomy cardiogenic shock / low cardiac output syndrome was on an automated impella controller (aic) for mechanical circulatory support. During support, the placement signal waveform appeared with jagged waveforms and high-pressure readings, attempted re-plugging the driveline and checked the driveline for kinks. Troubleshooting was unsuccessful and the device was replaced with another aic. The procedure was successful, with no report of harm attributed to this malfunction. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. There is not enough information to exclude the impella device as an associated factor in the patient's demise.